Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/04/2015animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 05/21/2015 with the following findings: review of the black box data revealed record of a ¿power on reset¿ event associated with a battery and cartridge change on march 20, 2015. On investigation, the pump was exercised for 24 hours with interruption in power or the occurrence of error, alarm or warning; investigation did not duplicate the power complaint. On examination, the pump case was found to be cracked in the right side corner of the display area. A leak test confirmed moisture leakage at site of the case crack. The pump was opened for investigation and revealed evidence of moisture contamination inside the pump¿s interior compartment. Investigation confirmed the allegation of moisture ingress.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.